Manufacturer narrative:
Hamilton medical ag reference is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "device alarms with tf 444004,231002,431002." No health consequences or impact.

Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed with the technical error 444004 (voltage out of tolerance) and switched to ambient mode. No health consequences or impact. It was stated that no intervention was necessary. Per review of event log, it occurred during patient ventilation, and a device shutdown was evidenced. Other tfs and technical events were also logged. Hamilton medical ag has not received the device for investigation. However, the driver board was identified as the defective component per the local service engineer. Replacement of this part corrected the issue successfully. This case is considered as closed.